Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during trial implantation, the s-rom 18f lg sleeve trial was found to have damage to its top. All of the identifying numbers have been shaved off of the surface. This event did not take place during the case and the trial was not used. Lot number is unknown.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.